Event description:
According to the received information, a surgeon participating in an independent clinical study where the inion cps system is compared to metal fixation has experienced some problems (maxillary relapse in one patient and plate breakage in another case)

Manufacturer narrative:
It is impossible to know what has been the cause of the experienced problems (fixation/mechanical failures, anticipated risk) without more detailed information. Further information has been requested in three separate attempts without response. As the surgeon is assumed to be a new user of the inion cps system, and there is a learning curve with biodegradable implants, the problems are most likely caused by improper use. This assumption is supported by the fact that other investigators of the same study have not reported any problems. Please note the following statements in the IFU: incorrect selection, placement, positioning, and fixation of the implant can cause subsequent undesirable results. The surgeon should be familiar with the devices, the method of application and the surgical procedure prior to performing the surgery. Do not use for unintended applications! Proper function (i.e. Effectivity and safety) of these implants can not be guaranteed in case of off-label use. The patient should be warned that the implants can break or loosen as a result of early stress, activity or lad bearing. Complications are similar to those with any method of internal fixation: premature bending, loosening, breakage or migration of the devices may result from early stress, activity or load bearing.